Event description:
Customer reported foam in the venous line from the venous line clamp to the connection of the patient's fistula needle. Clinic further reports that an air in blood alarm was activated when the foam reached the connection between the tubing and fistula needle. There was no pt injury or medical intervention.